Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive or motor anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of being taken to the hospital via ambulance due to low blood glucose of 48 mg/dl. Customer had symptoms of low blood glucose. Customer reported of being on different medications due to having the flu. Customer disconnected from the insulin pump, ate food and the blood glucose remained low. Troubleshooting was performed and customer reported that the reservoir was showing the same amount of insulin that was shown on status screen. Customer does not allege that the insulin pump was over delivering insulin. Customer was advised that insulin pump would need to be replaced. Insulin pump is not returning for failure analysis.